Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01009, 0001526350-2023-01010, 0001526350-2023-01006, 0001526350-2023-01007. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there is debris in the sterile package. The event timing was before shipment, during inspection at arrival. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported